Event description:
Received customer medwatch which states the following: "event desc: the rn went to disconnect the pt from his IV fluids. When the rn attempted to remove the IV tubing from the saline lock, the tip of the IV tubing broke off in the saline lock." Intended procedure was changing IV fluids to IV saline lock. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted should the device be received for eval.